Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. Reference mdrs: 2029214-2019-00980, 2029214-2019-00981. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic coils failed to detach with the instant detacher and also failed to detach with the manual method (breaking of the hypotube, an alternative method presented in the instructions for use). During the procedure, it was reported that the physician used more than five (5) coils. The two medtronic coils that had issues were deployed at different times, but they had the same issue. Other medtronic coils of the same size were able to be detached successfully. For the two coils that could not detach, they were immediately removed each time the reported event occurred. The patient was treated successfully and is doing well the patient was undergoing treatment of a vessel in the liver space to treat a bleed. Ancillary devices: boston scientific stc.